Manufacturer narrative:
Company representative evaluated the unit and replaced the mpm module.

Event description:
Customer reported an issue with the beneview patient monitor, which may have affected spo2 monitoring. No pt injury was reported.